Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 (B)(6). G4 ¿ PMA/510(k) #: exempt. H3 - device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ncircle tipless stone extractor¿s basket wire broken during transurethral ureterolithotripsy procedure. Prior to use, the product was inspected to ensure there was no damage. It was then tested, and the device functioned properly. The device was used with a flexible ureteroscope and successfully removed 5 or more stones in the urinary tract. However, when attempting to remove more stones, the wire broke while retrieving a stone into a 12fr access sheath. The size of stones was about 2-3mm. The patient¿s anatomy was not keeping the basket from opening or closing. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d4 primary UDI#. Investigation ¿ evaluation. It was reported the ncircle tipless stone extractor¿s basket wire broken during a transurethral ureterolithotripsy procedure. Prior to use, the product was inspected to ensure there was no damage. It was then tested, and the device functioned properly. The device was used with a flexible ureteroscope and successfully removed 5 or more stones in the urinary tract. However, when attempting to remove more stones, the wire broke while retrieving a stone into a 12fr access sheath. The size of stones was about 2-3mm. The patient¿s anatomy was not keeping the basket from opening or closing. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned to cook for evaluation. Upon visual inspection, it was noted the basket wire, that actuates the basket, had been pulled from the sheath and was exposed, loose and tangled. The support sheath and basket sheath were returned detached from the handle. The basket formation was not returned; however, the handle and all handle components were returned assembled and present. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: "precaution: do not use excessive force to manipulate this device. Damage to the device may occur." Based on the information provided, inspection of the returned device, and the results of the investigation, a potential cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.